Event description:
Boston scientific received information that there was a fracture on the pace/sense portion of the right ventricular (rv) lead that was seen on fluoroscopy in the vicinity of the clavicle. High pacing impedances and noise were also observed. Subsequently, the patient underwent a revision procedure. The lead was broken during the extraction, and will not be returned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.